Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2012 during which the surgeon noted mesh failure with a 2 defect consistent with the physical findings preoperatively. The hernia sac was circumferentially dissected separating the surrounding mesh away from the abdominal wall. It was reported that the patient experienced severe pain, inflammation, bulging, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/28/2021. Additional information: a1, a2.